Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Due diligence was performed to obtain information to complete all blank required spaces on this medwatch.

Event description:
In 2009, this patient was treated for an abdominal aneurysm with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component. After deployment of the device, the physician was unable to cannulate the contralateral gate despite multiple attempts. It is reported that the patient had tortuous iliacs. The physician decided to convert to an unplanned aorto uni-iliac procedure with a femoral - femoral bypass. After ballooning the devices, a proximal type I endoleak was noted. An aortic extender component was then implanted. A slight proximal type I endoleak was still present. The physician believes this endoleak was due to heparin that was administered to the patient. The physician chose a wait and watch approach. The patient tolerated the procedure.